Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, the surgeon was not able to squeeze the handle and the reloads could not be fire. In addition reloads were not recognized. To resolve the issue another device from other manufacturer was used. There was no patient injury.